Event description:
It was reported that approximately 123 months after a right total knee replacement procedure, the patient underwent an arthroscopy procedure due to synovitis and loosening. Patient began experiencing pain, popping, clicking and catching of the right knee after a fall approximately 7 months prior. Arthroscopic surgery operative notes were provided. Postoperative diagnosis indicated synovitis, tibial component loosening, metallosis, and fractured tibial polyethylene with loose fragments. Surgeon performed a three compartment synovectomy and loose body removal from within the notch. Patient left the operating room in stable condition. No intraoperative or postoperative complications. No additional information is available.

Manufacturer narrative:
1038671-2025-00116 d10: (B)(6) 200-72-09 - cr tibial insert sz 2, 9mm, slope, (B)(6) 230-03-02 - optetrak asy, cr cemented femoral, sz 2, right, (B)(6) 200-05-23 - inset patella 23mm. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2025-00116. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c. The reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and fracture, the patient's reported fall and/or inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.